Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the therapy was not working well for the patient, with issues arising after the implant but before therapy activation. The patient experienced gait problems and dyskinesia, causing the right leg to kick out, which led to a fall while going up steps, resulting in a broken shoulder. The stimulation was activated earlier than planned due to excessive shaking in the broken shoulder and arm. Since then, the patient has faced worsening difficulties with walking, talking, emotional mood swings, and mobility, with legs moving erratically when attempting to walk. The caller noted that increasing the stimulation to reduce tremors causes the patient to become spastic and flip out of bed. Despite several programming sessions with the healthcare provider, these adjustments have not resolved the walking issues, which have worsened over time. It was reviewed with the caller that finding the optimal programming to relieve symptoms with minimal side effects can require multiple sessions.